Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has ventricular fibrillation (vf) and was shocked multiple times by the implantable cardioverter defibrillator (ICD). The device has a premature battery depletion due to the multiple shocks. The device battery longevity was less than expected. The device replacement date has not been set but expected. The device remains in use. No further patient complications have been reported as a result of this event.